Manufacturer narrative:
It was reported that the hl20 twin pump made excessive noise during low rounds per minute (rpm) and the belt was slipping. The hl20 twin pump was sent to the sales and service unit (ssu) for repair. The getinge service technician investigated the device and could confirm that the pump makes excessive noise when its running on low rounds per minute (rpm). Also the technician found the belt slipping at low rpm. The getinge service technician replaced the pulley and the belt assembly. After that, the technician adjusted the tension of all belts to factory specification. No further noise or slipping of the belt was observed again. Unit is back in clinical use. According to the investigation of a similar complaint (B)(4) the following causes can be considered as the cause of the noise and the slipping belt: different height of the two pulleys. Belt pulley profile error. Faulty belt tension. The review of the non-conformities during the period of 2008-06-28 to 2021-04-29 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. Thus the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that during preventive maintenance of the device the hl20 makes excessive noise while running and the belt is slipping at low rpm (error message: belt slip.